Manufacturer narrative:
The compounded baclofen concentration was 2000 mcg/ml at a dose of 96.1 mcg/day. The pump was returned an analysis revealed no anomalies. The pump met specification.

Event description:
Further information from the company representative clarified that the patient was known to have multiple sclerosis, and multiple sclerosis progression was questioned (previously reported as "familiar with ms: ms progression was questioned"). The patient's spasticity improved and the pump settings were being further optimized (reva). It was also clarified that the new system was implanted after the baclofen had been tapered down (previously reported as "decided to replace the entire system after finishing the baclofen"). Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from the representative indicating that the concentration baclofen was 2000 ug/ml. The patient had less and less benefit from the pump despite raising the baclofen. Familiar with ms: ms progression was questioned but it was noted that the cause was difficult to assess. Previously, the baclofen was increased then decreased with no real impact. It was finally decided to replace the entire system after finishing the baclofen. The patient was now better and the spasticity was reduced. The pump will be further adjusted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a company representative reported that as per a healthcare provider (hcp) the patient was receiving compounded baclofen via their implanted pump. The concentration, dose rate, and drug therapy dates of baclofen were unknown / not reported. The indication for use regarding the pump was not provided. The compounded baclofen lot number and concomitant medications were not obtainable. The patient in the (B)(6) experienced a loss of therapy / no effective therapy. The date of the event was unknown. Diagnostic tests / troubleshooting performed were unknown. The pump was replaced on (B)(6) 2015. The explanted device was to be returned to the manufacturer. It was unknown if the issue resolved at the time of the report. The patient was without injury at the time of the report. No further information was reported. Additional information requested included clarification of compounded baclofen, troubleshooting performed and results of tests, and actions taken to resolve the event. Should additional information be received the event will be updated.